Manufacturer narrative:
Date sent to the FDA: 04/07/2020. A manufacturing record evaluation was performed for the finished device am4089 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a breast implant procedure on (B)(6) 2019 and suture was used. The rupture of the thread that connects the needle. The rupture occurred after the needle was passed through the tissue, at the moment the doctor pulled the thread to make the stitch. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/30/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: two unopened samples of product code y496, lot # am4089 were received for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.